Event description:
Pt was a (B)(6) male with a right middle cerebral artery (mca) m1 occlusion. One pass was made with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. Hemorrhage at right m1 region was confirmed post-operation. A 3.7 mg of tissue plasminogen activator (t-pa) was administered to the pt intravenously. Cerebral decompression, removal of hematoma and expansion duraplasty were performed as medical interventions. Physician believes that the hemorrhage was caused by damage to the vessel with merci retriever.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 soft device could not be reviewed.